Event description:
Pt participated in a (B)(6) study of 1 or 2 consecutive level fusions between l2 and s1 using either autograft alone or dbx demineralized bone matrix putty with autograft. All pts received posterior fixation with either uss or click'x systems. Preoperative diagnosis was spondylolisthesis, degenerative. Pt was implanted with click-x for supplemental fixation. Pt has been experiencing pain for 10 months. Surgery date was (B)(6) 2002 and postoperatively pt experienced pain, requiring no treatment. This is report 13 of 14 for this event. This report is on the screw head.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated feb 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR. Without a part number or lot number the device history record review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.